Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at (B)(6) reported the following issue with pu-621ra; sn-(B)(6) from patient monitoring: multiple beds on cns say registered device is not ready. He stated host table showed the beds but in blue writing whereas working beds showed in white. Patients were being monitored when the issue occurred that caused the user to be unable to monitor patient. Investigation conclusion: due to the issue being resolved the same day, and lack of additional details, the root cause could not be determined.the overall risk of this event, taking into consideration of severity and probability, is "medium." Additional device information: d11 & c2: concomitant medical device: the bedside monitors from the bsm-6000 series were being used in conjunction with the cns but the customer did not provide the exact models or serial numbers.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was getting a registered device is not ready error for multiple beds, and they are unable to monitor patients. They are monitoring bedside monitors. The customer later stated that they did some troubleshooting but that the issue resolved by itself. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was getting a registered device is not ready error for multiple beds, and they are unable to monitor patients. They are monitoring bedside monitors. The customer later stated that they did some troubleshooting but that the issue resolved by itself. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the bedside monitors from the bsm-6000 series were being used in conjunction with the cns but the customer did not provide the exact models or serial numbers.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was getting a registered device is not ready error for multiple beds, and they are unable to monitor patients. They are monitoring bedside monitors. The customer later stated that they did some troubleshooting but that the issue resolved by itself. No patient harm reported.